Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. However, the logs for system en0047 were not available for the event date of this procedure. No image or video clip for the reported event was submitted for review. A site complaint history review was performed and there were no additional complaints related to this product and event. This event is being reported due to the following conclusion: it was reported that a patient underwent an ion endoluminal lung biopsy procedure and sustained a pneumothorax. The patient had a chest tube inserted, was hospitalized for one day, and was then discharged.

Event description:
It was initially reported that after the completion of an ion endoluminal lung biopsy procedure it was discovered that the patient had sustained a pneumothorax. A chest tube was placed and the patient was hospitalized for one day before being discharged home. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.